Manufacturer narrative:
(B)(4). Lot # m93g0p. The analysis results found that the plee60a device was returned inside its sterile package. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package and the tyvek was noted to have a scratch. The broken area of the blister did not affect the seal area; in addition, in order to evaluate the integrity of the tyvek it was tested using methylene blue solution. The solution did not penetrate through the scratch thus, the sterility was not compromised. A possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Lot history records were reviewed and all product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a visit to the account there was a device with a whole in the sterile pkg. The device was not used in a procedure or on a patient.